Event description:
On 11/7/2024 additional information was provided by the sales representative who stated that the surgeon who is well versed in flipcutter had one break. In typical drilling fashion he drilled on forward full speed. During tibial drilling during an acl procedure the flipcutter 2 broke leaving the outer sheath and flip in the joint and the inner flipping device and blue tab attached to the drill. Because the flipping mechanism was removed, we were able to use a grasper and straighten the flip without any patient harm. The flipcutter is being washed and plan is to send to arthrex. Attached were 2 photos of the disposable flip cutter and the reference number.

Manufacturer narrative:
Additional information: b5, g3.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Event description:
On 10/18/2024, it was reported by a sales representative via (B)(4) that an ar-1204as-100 flipcutter¿ ii broke. This occurred during a tibial drilling during an acl procedure the flipcutter 2 broke leaving the outer sheath and flip in the joint and the inner flipping device and blue tab attached to the drill. Because the flipping mechanism was removed we were able to use a grasper and straighten the flip without any patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.